Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator alarmed severe occlusion. According to the customer," this patient was ordered to receive standard nebulized bronchodilators, but was not receiving therapy at the time of the event." The customer states there was a large amount of secretions noted within the tubing and there was also a large amount of condensation noted in the tubing. The patient was removed and placed on another ventilator. Covidien inspected the device and could not duplicate the alleged malfunction. Covidien found the expiratory filter appeared to be saturated. The customer reported they did not have an inline water trap at the time of the event.